Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain, vomiting, fever, and turbid fluid. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, for eight days) and meropenem injection (2gm every 24 hours, for eight days) for peritonitis. Eight days after the event onset, pd therapy was discontinued, the pd catheter was removed and the patient was performing hemodialysis daily. At the time of this report, the patient remained hospitalized, was recovered from abdominal pain, vomiting, fever, and turbid fluid. The patient was recovering from peritonitis. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that 15 days after hospital admission, the patient was discharged and was recovered from the peritonitis event. Eight days after antibiotic initiation, treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.